Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced ffb, x-ray controller, and backplane boards and reloaded the software. System operates as intended.

Event description:
It was reported that the 9800 system reversal lights were lit although the default was set to "unlit". When the customer attempted to orient the image at the beginning of the case, the image kept rotating to the stop area and then reversed and rotated to the other stop area after the rotation button was released. The customer rebooted the system and the rotation button worked. However, when the customer took a fluoro image from the handswitch, a cine run was initiated every time the switch was used but the customer could not get a cine run if the doghouse fluoro switch was used. No pt injury was reported.